Event description:
A senior nurse manager reported that a surgeon wanted to perform a fluid air exchange (fax) procedure after the phacoemulsification and vitrectomy steps were done. The surgeon used the footpedal button to "turn on" the air-pump herself, and then used the vitrectomy probe to aspirate the balanced salt solution (bss). However there was no purified air going into the eye and the eye turned soft after aspirating some of the bss. She immediately switched back to bss infusion to fill the eye. Even when she switched on the air-pump, increased the air pressure to 70 mmhg, and used the passive soft-tip handle to aspirate bss, there was no air going into the eye. She then used a manual method used syringe with micro-filler to do the fax procedure. The procedure was able to be completed with no harm to the patient.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).